Manufacturer narrative:
The problem was due to a broken shutter mirror, and a filter that needed planned maintenance. After the replacement of the mirror, the laser system restarted to work. We are unaware about pt injury.

Event description:
Had 4 cases today, did first case and laser worked fine. Moved downstairs to another room and laser came up -20% power when at 60 watts. Machine was taken to 150 and was only getting 115 watts. Laser was restarted without any change. After the chiller temp was stable and laser had been on for awhile, the laser was getting 122 watts. The doctor was find using the laser. Just did not vaporize as fast. The doctor was told at anytime this laser could lose all power and said he did not want to cancel, and if it failed during, he would just convert to a turp.